Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed in the operating room on (B)(6) 2026 and when attempted to remove it that evening, it did not fall out and felt resistance. They attempted again the next day, on the (B)(6) 2026, but it still did not fall out. A urologist was called for assistance, and upon removal, found a blood clot had formed around the balloon.